Event description:
It was reported prior to using the bd vacutainer® sst¿ blood collection tubes that tubes exhibited gel air bubbles (3 occurrences), non-biological foreign matter inside the tube (3 occurrences), additive abnormality (5 occurrences) and a cracked tube lip (2 occurrences). This was noticed by manufacturing upon inspection of return samples for defective stopper molding (17 occurrences). There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received twenty-three (23) samples and one (1) photo for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective stopper molding was observed. The customer samples were evaluated by visual examination and the indicated failure mode for defective stopper molding with the incident lot was observed in seventeen (17) samples. Additionally, gel air bubbles (3 samples), foreign matter (fm) (3 samples), additive abnormality (5 samples), and cracked product (2 samples) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of defective stopper molding, gel air bubbles, fm, additive abnormality, and cracked product. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.